Event description:
Additional information received noted the right ventricular lead was explanted and replaced on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on the right ventricular lead. The patient was brought in for isometrics. Isometrics did not reproduce lead noise. It was noted that the capture threshold had risen. No changes were made. The patient was stable.